Event description:
Caller reported a cgm error associated with their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the cgm error did not reappear. The caller successfully started a new sensor session.